Manufacturer narrative:
All available information was investigated, and the reported positioning failure associated with distal tip deflection (unable to curve) was confirmed via returned device analysis. Additionally, it was observed that the ¿+¿ cable was broken near the skive area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the observed ¿+¿ cable break resulting in positioning failure associated with distal tip deflection (unable to curve) may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). During preparation, after flushing the steerable guide catheter (sgc), functional testing was preformed. It was then noted that the plus knob of the sgc was not functioning as intended, however the minus knob worked as intended. The sgc was replaced to continue and complete the procedure. Upon device return, it was found that there was a cable break.